Manufacturer narrative:
Findings: no button response due to corroded keypad traces. No button error alarms noted. No moisture damage found on electronics assembly. Unit had broken belt clip slot, cracked reservoir tube lip, case window display corners, lcd window and scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after being exposed to moisture. The customer's blood glucose level was 17.1 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.